Manufacturer narrative:
Medical devices: medical product - unknown cup sz 54, therapy date - (B)(6) 2018. Medical product - unknown magnum head 48, therapy date - (B)(6) 2018. Report source, foreign - event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01054 and 3002806535-2018-01055.

Event description:
It has been reported by the hospital that a patient underwent an initial hip arthroplasty and subsequently, a revision procedure was performed due to unknown reasons.